Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that devices (b and c) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b and c additional information: batch # h9278z; expiration date: 08/2016; manufacturing date: 09/2011.

Event description:
It was reported that during an unknown gyn procedure, at the beginning of surgery, the nurse reported that the fault started at the beginning of the procedure. When the instruments were put into the ports, gas was leaking out of them. Surgery was delayed two to three minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.